Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). Xray revealed that the ipg had flipped in the pocket. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Correction to supplemental 1 emdr in fields: b5, g3, e1, and h6. Field g3 of the initial emdr should have been: (B)(6) 2025. Sc-1216-751716. The returned implantable pulse generator ipg was analyzed and showed no signs of premature battery depletion. However, a review of the charging log revealed that the charger was misaligned with the ipg. This misalignment resulted in a lower-than-expected charging current because the device had shifted position. These factors are known to contribute to the charging difficulties experienced by the patient. With all the available information, boston scientific concludes that the patient experienced difficulties charging the implantable pulse generator (ipg) was not confirmed. The ipg displayed typical characteristics during both visual and functional assessments. However, a review of the labeling indicated that the reported event of ipg migration is a known factor that contributes to charging difficulties and represents a known risk associated with the implantation of a pulse generator as part of a spinal cord stimulation system. Therefore, the probable cause identified for this investigation is the known inherent risk of device.

Event description:
It was reported that spinal cord stimulation (scs) patient experienced difficulty charging the implantable pulse generator (ipg) and was not getting any stimulation. An x ray was performed on the ipg site, and it was determined that the ipg did not migrate. A technical support engineer authorized replacement of the ipg due to suspected malfunction of the device. The patient underwent a revision procedure wherein the ipg was replaced and was doing well postoperatively.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions. Correction to supplemental 1 emdr in fields: b5, g3, e1, and h6. Field g3 of the initial emdr should have been: 21apr2025, sc-1216-751716. The returned implantable pulse generator ipg was analyzed and showed no signs of premature battery depletion. However, a review of the charging log revealed that the charger was misaligned with the ipg. This misalignment resulted in a lower-than-expected charging current because the device had shifted position. These factors are known to contribute to the charging difficulties experienced by the patient. With all the available information, boston scientific concludes that the patient experienced difficulties charging the implantable pulse generator (ipg) was not confirmed. The ipg displayed typical characteristics during both visual and functional assessments. However, a review of the labeling indicated that the reported event of ipg migration is a known factor that contributes to charging difficulties and represents a known risk associated with the implantation of a pulse generator as part of a spinal cord stimulation system. Therefore, the probable cause identified for this investigation is the known inherent risk of device.

Event description:
It was reported that spinal cord stimulation (scs) patient experienced difficulty charging the implantable pulse generator (ipg) and was not getting any stimulation. An x ray was performed on the ipg site, and it was determined that the ipg did not migrate. A technical support engineer authorized replacement of the ipg due to suspected malfunction of the device. The patient underwent a revision procedure wherein the ipg was replaced and was doing well postoperatively.

Event description:
It was reported that spinal cord stimulation (scs) patient experienced difficulty charging the implantable pulse generator (ipg). Xray was performed and confirmed that the ipg has migrated. The patient underwent a revision procedure wherein the ipg was replaced and was doing well postoperatively.

Manufacturer narrative:
(B)(4). The returned implantable pulse generator ipg was analyzed and showed no signs of premature battery depletion. However, a review of the charging log revealed that the charger was misaligned with the ipg. This misalignment resulted in a lower-than-expected charging current because the device had shifted position. These factors are known to contribute to the charging difficulties experienced by the patient. With all the available information, boston scientific concludes that the patient experienced difficulties charging the implantable pulse generator (ipg) was not confirmed. The ipg displayed typical characteristics during both visual and functional assessments. However, a review of the labeling indicated that the reported event of ipg migration is a known factor that contributes to charging difficulties and represents a known risk associated with the implantation of a pulse generator as part of a spinal cord stimulation system. Therefore, the probable cause identified for this investigation is the known inherent risk of device.